Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged case) has been confirmed. Upon investigation the monitor was unable to communicate with an electrode belt. The monitor's electrode belt receptacle was broken free from the monitor enclosure, damaging wires within the receptacle. The root cause for the damaged connector was excessive force. No adverse events occurred as a result of the damaged monitor.

Event description:
A us distributor reported that a patient's monitor case was damaged.